Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6. Corrected fields: g2, h8. The device was returned to olympus for inspection, and the reported failure was not confirmed, however, there was a b30 (scope communication error). A root cause could not be identified. Based on the results of the investigation, it is likely an electrical issue led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited an e15 error code. The issue occurred during an unspecified procedure. There were no reports of patient or user harm, injury, or death.